Event description:
Endoscopy vein harvesting device, specifically the vein grasper, heated to the point of melting the plastic at the end of device. Device was placed on a plastic trough of the drape while waiting to be used. Device was attached to the power supply at that time with all appropriate power cords. Device alarmed, staff responded and began to smell burning. Source of smell was traced to this device and removed from field with no injury to staff or patient. Device power switch was recalled to have been left in the "off" position. Device sequestered. External power source to be checked. Other devices of same lot number pulled from stock as a precaution.